Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 1000 ml exactamix empty eva bags leaked at the administration port. The event occurred during nutrition preparation. There was no patient involvement. No additional information is available.